Event description:
The pt was implanted with an implantable bi-ventricular assist device (ivad). It was reported by the vad educator that the pt experienced a loss of fill signal with the rvad. The pt was placed in different positions without resolution. There did not seem to be a positional or kinking issue. The signal processor was switched out. The hospital staff tried increasing the vacuum, decreasing the eject time, and lowering the beat rate. The pt was then placed on the tlc ii driver. The following day, the pt reported that he experienced a loss of fill signal with the lvad. Per the plot screen, it appeared that the pump was filling and ejecting. It was also reported that an x-ray was taken and the cannulae seemed to be in the same position. The pt's flows on the left did not drop during the loss of fill signal. The MFR recommended that the pt remain in fixed mode. Per add'l info from the perfusionist, the reported loss of signal with the lvad was a "temporary malfunction". Approx two months later, a decision was made to exchange the rvad and lvad. It was also reported that when the pumps were explanted, there were signs of clotting. The pt remains ongoing with the new pumps.

Manufacturer narrative:
The explanted rvad was returned to the MFR and analyzed. The reported loss of signal of the rvad was not confirmed, as the device functioned as intended during analysis. The pump was returned assembled with the pneumatic line severed approximately 7" from the pneumatic cap fitting, and the remainder of the lead was returned. The returned portion of the lead measured approx 20". There was no evidence of external or internal damage to the ivad case, cap, or cannula connectors present. There was no evidence of deposition noted. A functional volume test was performed; the pump was attached to an apparatus allowing the pump to be filled and emptied at specific pressures and the sensor voltage was measured, and the pump functioned properly. The infrared (ir) sensor was tested using the reflectance standard and the sensor functioned as intended. In addition, the returned portion of the lead was tested for continuity and passed. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.